Event description:
I have essure and a multitude of side effects from it. Night sweats, irregular heart beats, migraines, 2012 - utis every year hives, 2018 - numbness in left arm and both legs, 2016 heavy hurtful periods/unpredictable every month, bleeding after sex every time, breast pain (had a breast reduction), loss of libido. Mood swings, holding urine, muscle spasms (like a cell phone is vibrating in my pocket). Abnormal pap smears every time, stabbing pain in vagina, restless legs, gas, bloating, metallic taste.